Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had intermittent high blood glucose (bg) levels (323 mg/dl). The customer changed out the infusion set site and massaged the area. The customer did not know the cause of the high bg; however, she had just worked out and consumed a salad without carbohydrates. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.